Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted on (B)(6) 2010 to treat metastatic ovarian cancer which had progressed into the colon. According to the complainant, post-procedure (exact date unknown), the patient returned to the hospital complaining of pain and bleeding from the rectum. It was then discovered that the wallflex stent had migrated into the rectum. The physician made an attempt to remove the stent; however, due to tissue ingrowth, the stent could not be safely removed. Since this time, the patient has been treated with chemotherapy, which caused the tumor to shrink in size. The patient's symptoms resolved and the patient was discharged in stable condition. Although the physician does plan to remove the stent, at the current moment, the stent remains implanted and no additional procedures have been scheduled.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) - stent migrated. (B)(4) - stent blocked/occluded due to tissue ingrowth. Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.